Event description:
This complaint is from a literature source. Literature citation: sun j, zhang g, shen j, du y, zhang b, ni m, zhou y, wang y. Dislocation height performs well in predicting the use of subtrochanteric osteotomy in crowe type IV hips. Ther clin risk manag. 2020 oct 15;16:989-997. Doi: 10.2147/tcrm.s272771. Pmid: 33116548; pmcid: pmc7573326. Objective/methods/study data: authors retrospectively included 102 patients affected by unilateral crowe type IV developmental dysplasia who underwent primary total hip arthroplasty with modular cementless stem from april 2008 to may 2019. According to the review of radiographs and operative notes, 62 hips with subtrochanteric osteotomy and 40 hips without subtrochanteric osteotomy were included in the study, which were named the sto group and non-sto group. All femoral stems were identified as srom (depuy). Acetabular implants were not discussed or identified. Bearing surfaces were not discussed or identified. The femoral head is assumed to be depuy implant. Adverse event(s) and provided interventions: qty 6 dislocations treated by closed reduction (4) or open reduction (2). Qty 3 nerve palsy with skin numbness on frontal thigh or tibia and recovered in a year - no interventions indicated. Qty 1 leg length discrepancy greater than 2 cm, qty 18 1-2 cm and qty 48 less than 1 cm - no interventions indicated.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.